Event description:
It was reported by service report that the siderail would not lock in the upright position and the lift motors were drifting. No patient involvement or adverse consequences are reported.